Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens -6.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to excessive vault and significant reduction of iridocorneal angles. On (B)(6) 2022 a replacement lens of shorter length was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. Claim# (B)(4).